Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure, a hole was noticed in the device prior to use on patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that the patient experienced increased spasticity and fever. It was believed that there was a possible pump malfunction. The pump was replaced. It was later reported that the drug was lioresal 2000 mcg/ml. The dose was 442 mcg/day. The pump was interrogated, aspirated and refilled before the replacement. The reporter was unaware of any other intervention. The patient did recover fully and was sent home after the replacement.

Manufacturer narrative:
(B)(4). Small slit. The balloon was returned with a small slit. A leak test was performed on the balloon with an unsuccessful result. A leak was found, same location as observed during the visual inspection. It was also noted that the extender was removed. Removal of the extender is generally performed when the band has been placed around the stomach. Therefore a discrepancy between the event description and the visual inspection was observed. A potential root cause of the balloon damaged is that the damage may have resulted from laparoscopic placement of adjustable gastric bands and is considered to be potential issue for the gastric band. It is noted that for the band subassembly lot all devices were 100% visually inspected and leak tested at incoming inspection. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.